Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and exhibits scratch marks/abrasions on the orange plastic section of the tube extension. Tube extension scratch marks measured roughly 3.21mm x 0.41mm. There was no material missing. The instrument was found to have a broken main tube at the housing. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mcs tip-cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that out of box the monopolar curved scissors (mcs) instrument was noted to have damaged insulation. There was no patient involvement. No known impact or patient consequence was reported.